Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d2a: prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lu z, wang t, wang x, feng y, fan x, xia q, chen j, lin h, lin c, xu q, wang q. Ai-assisted 3d preoperative planning in primary total hip arthroplasty for secondary hip osteoarthritis: etiology-specific perioperative burden and early recovery in ddh versus post-septic sequelae. Front med (lausanne). 2026 mar 30;13:1805046. Doi: 10.3389/fmed.2026.1805046. Pmid: 41982535; pmcid: pmc13070808. Objective/methods/study data: the aim of this single-center retrospective cohort study was to compare etiology-specific perioperative burden and postoperative recovery after primary tha for ddh-hoa versus post-septic hoa. Between january 2019 and november 2023, a total of 95 patients were included in the study. Among these, 52 patients (20 male and 32 female; mean age of 62.60 ± 11.14 years) underwent cementless primary thas for developmental dysplasia of the hip-associated hoa (ddh-hoa) and 43 patients (18 male and 25 female; mean age of 61.47 ± 10.09 years) for post-septic hoa. All procedures used a single cementless implant system (pinnacle acetabular component and summit femoral stem, depuy synthes, warsaw, in, united states). All patients were followed up for 24 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes pinnacle acetabular component and summit femoral component. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct pinnacle (qty 4): (n=2) experienced postoperative sciatic nerve injury, with deficits persisting at 24 months. No intervention noted. (N=2) superficial wound exudation; resolved with local wound care. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct summit (qty 4): (n=2) experienced postoperative sciatic nerve injury, with deficits persisting at 24 months. No intervention noted. (N=2) superficial wound exudation; resolved with local wound care.